Event description:
During an incident in 2001 involving patient in cardiac arrest with no pulse and CPR in progress, this defibrillator displayed "service mandatory #2 rom fail" at power up. The message would not clear and they were unable to shock the patient. Paramedics arrived almost immediately and took over patient care. Patient outcome is unknown. The reporter stated patient care was not compromised.